Manufacturer narrative:
G4:25may2021. G5:510k: k102985. B4:22jun2021. The customer confirmed there was no output from the unit's power supply, and they ordered a replacement. The customer replaced the power supply to resolve the charging and power (ac) indicator issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Upon further investigation, the issue was found during periodic maintenance. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer reported the unit's battery was not charging and there is no alternating current (ac) indicator on the power switch overlay. The unit was not in use, and there was no patient or user harm reported.